Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. The physician used the same lead and repositioned. This lv lead remains in service. No additional adverse patient effects were reported.